Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Product was returned for investigation. An exterior visual inspection was performed and passed. A receiver charge and boot was performed and passed. Functional tests were performed and passed. Pairing tests were performed and passed.